Manufacturer narrative:
Device details were not available as at the date of this report. This report is submitted on january 4, 2019. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the surgeon, the patient experienced pain and wound breakdown (drainage) and was prescribed topical and oral antibiotics (date not reported). Additional information was requested but has not been made available as of the date of this report.